Event description:
While removing from the patient's left arm, following completion of the case, a 6 fr sheath broke leaving the distal part in the patient. The doctor then converted to an open procedure to remove the broken-off piece and to revise the patient's dialysis access using a piece of graft. The sheath pieces were kept and submitted to biomed for analysis. The doctor took the broken device to show the patient's family the pieces and explain what had occurred. The wrapper was not available to save and submit.